Event description:
It was reported by the rep the device was used during right hemicolectomy. It was reported the surgeon's assistant claims that clips do not clamp down tightly. This clip applier was also fired across other material and found to have loose applied pressure. 07/15/1998 the contact person was called and referred to the nurse in the case. She said the clips appeared to fire in the usual manner, but they slipped off the vessel, and did not stay tightly in the normal manner.